Event description:
Surgeon inserted umbilical laparoscopic trocar with sheath (blunt tip trocar w/ smooth sleeve) and it began to leak co2 gas. No injury to pt. Ethicon endopath excel trocar, ref# (B)(4), 100mm shaft length, 12 mm. Device was returned to mfg.